Manufacturer narrative:
Results of evaluation: conclusion; based on the visual examination it was confirmed that the suture tie post of the olive is broken and the missing piece was not received. No conclusion could be reached as to how the suture tie post broke.

Event description:
The device was used during a laparosocpic cholecystectomy procedure. It was reported by the affiliate that the wing nut of the trocar broke. A new device was introduced to complete the case. There was no consequence to the pt. Add'l info received on 3/11/97. It was clarified that the device was being returned.